Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0aaby, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) and a consumer regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they experienced a return of symptoms and loss of therapy. They scheduled an appointment to have the device interrogated. No falls or other possible causes were reported. The rep interrogated the device with the clinician programmer. All electrodes were out of range greater than 4000. They patient did not feel stimulation on any of the four electrodes at max setting 8.5v. The patient will be scheduled for a possible lead revision. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that patient will be scheduled for a full lead and generator replacement. Surgery date is pending due to restrictions at the hospital for coronavirus. Device not yet removed.